Event description:
It was reported, pt experienced overdose following pump refill with incorrect programming change. It was noted at refill, pt was programmed at 24,000 mcg/day instead of being programmed at 2,400 mcg/day. The pt was in the hospital. It was noted fentanyl was the primary drug in the pump. Company rep noted, pt was found and hard to arouse and then was taken to the emergency room. The pt's pump was then turned down by another hcp and she recovered without sequelae. It was noted, pt still had the pump and was being used to control pain. At the time of this report, no further details were reported. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4).